Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Found the high voltage e chain had magnets that had come off and had also bent the rail edges. Repaired the rail performed 2d and 3d without issue. Also performed gain calibration since it was 4 days overdue on pop up menu. Tested system functions as intended. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000426. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while taking a 3d spin of the patient, a loud popping noise was heard. When the spin finished, the system displayed a premature x-ray error message. The pendant also displayed a radiation disabled and the clinical consultant (cc) was unable to switch to 2d mode. The cc rebooted the system, and the next spin was taken without issue. This occurred intra operatively. There was reported delay of less than 1 hour and no reported impact to patient outcome.